Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The locking cap, flat, one-step, for matrix 5.5 (part # 09.632.099, lot # h781674, mfg # 27-nov-2018) was received with the last thread on the locking cap deformed and cracked since there was some material separation. The device is not broken. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Dimensional analysis was not performed as relevant features are deformed and cracked. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: this mre review is for sterilization procedure only. Part: 09.632.099s. Lot: 2l94104. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: 15.january 2019. Expiry date: 01.january 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 09.632.099. Lot: h781674. This part number is manufactured in brandywine. Part number: 09.632.099. Lot number: h781674. Part manufacture date: 11/27/2018. Manufacturing location: brandywine. Part expiration date: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the matrix locking caps 04.632.099 were processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. No nonconformance reports associated with this lot. The lot met all dimensional, visual, and packaging criteria at the time of release with no issues during manufacture that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: mnh, mni, kwq, kwp. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent a spinal fusion surgery due to spondylolisthesis. During the surgery, when the surgeon performed the final tightening of an unknown set screw, the surgeon recognized that the thread of the locking cap was broken. The issue was discovered when the surgeon felt difficulty in tightening the screw completely, the surgeon checked the condition of the thread of the locking cap, and was found out that it was broken. There were no broken parts in the patient's body. The procedure was successfully completed with a less than thirty (30) minutes surgical delay. There was no adverse consequence reported to the patient. Patient outcome reported as stable. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) matrix locking cap without saddle. This is report 1 of 1 for complaint (B)(4).